Event description:
It was reported that the gynecologic laparoscope image had noise when connected to the video system. The event had occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name- (B)(6) hospital. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white dot, error occurred, and component failure of charged coupled device unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the reported malfunction was component failure of the charged coupled device and/or the universal cable. The additional investigation findings white dot and the occurred error was traced to component failure of charged coupled device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.